Event description:
It was reported that the "screw-cap" was broken on 2 devices. There were no pt complications reported.

Manufacturer narrative:
There were two devices returned and both samples were evaluated. Customer report was confirmed on both devices. The touhy borst type introducer was received broken in half at the bottom of the threaded area of the housing. The introducer was returned with a non edwards pacing type catheter.